Event description:
It was reported that a patient undergoing peritoneal dialysis therapy was diagnosed with an abdominal hernia requiring repair. Four months after diagnosis, the patient had the hernia surgically repaired. While in the hospital recovering from the surgical procedure, the patient was diagnosed with pneumonia. The pneumonia was noted to be a post-operative complication. The patient is currently recovering. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Date of hernia diagnosis, (B)(6) 2013. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.